Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: thread at the distal tip broke. It was reported this occurred during cleaning and sterilization process. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: (B)(4) manufactured the holding sleeve. Initially, the part conformed to the supplier¿s certificate of conformance and to the synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the investigation of the complained retaining sleeve shows that a part of the pitch from thread distal is lacerated. Further investigation of documentation for production and material shows conformity for the product manufactured in april 2012. Afterwards and without further details it is unfortunately not possible to determine the exact cause of this occurrence .a short mechanical overload caused this damage during screw insertion. These forces can be the result of, as for example, strong soft tissue push or excessive correction of the screw trajectory. These forces may overstress the material with subsequent failure of the tip of the retaining sleeve. Alternatively the connection between retainer cartridge and bone screw could be accidentally partially detached by holding the green knob within screwing. Synthes provides with the lockable retainer cartridge (03.616.043) an alternative instrument which can be hold on the knob by screwing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.